Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/22/2021 the following information was requested but unavailable: was any allergy testing performed for triclosan? If yes, results? Please clarify what is meant by ¿the wound melted¿? What was the appearance of the suture during the second procedure? This is a combination product and the event was assessed for both the suture and the triclosan on the plus suture. Per the IFU, suture can cause inflammatory tissue reaction. There is no indication that the triclosan contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc (B)(4). Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: on what tissue was the suture used? =>on the dermis around the clavicle. What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? =>2 months after the surgery, the skin at the wound seemed as if it had been melted, and the wound had not healed yet. Then, the suture was removed, and the wound was re-sutured with a nylon suture. After that, it healed. What medical intervention was performed for the infection? Results? =>the suture was removed, ant the wound was re-sutured with a nylon suture. After that, the patient healed. What were the current symptoms following the index surgical procedure? =>after re-suturing with nylon suture, the patient healed. Was medical intervention provided to the patient for the reaction? If yes, please describe. =>the suture was removed, and the wound was re-sutured with a nylon suture. Will product be returned, return date, tracking information? =>no sample will be returned. What is the physician¿s opinion as to the etiology of or contributing factors to this event? =>the surgeon suspected that there was a factor (such as allergic reaction caused by triclosan) inhibiting would healing. What is the patient¿s current status? =>after re-suturing with nylon suture, the patient healed. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at time of index procedure name of the index surgical procedure? The diagnosis and indication for the surgical procedure? Was any allergy testing performed for triclosan? If yes, results? Please clarify what is meant by ¿the wound melted¿? What was the appearance of the suture during the second procedure? Other relevant patient history, comorbidities, concomitant medications? Lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on an unknown date and barbed suture was used. The suture was used around the clavicle of the dermis. About 2 months after the surgery, sign of infection was observed. When checking the affected wound, it was observed that the wound had not healed, and it seemed as if the wound melted. The suture was removed, and the wound was sutured with a nylon suture. Since then, the patient has been under follow up observation. It was reported that the symptom was not diagnosed as wound infection, and the crp level did not increase. It was reported that the surgeon opined that the symptom was due to wound healing inhibition factor such as allergic reaction caused by triclosan. Additional information has been requested.